Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer's nurse reported via phone, the customer was hospitalized three times with diabetic ketoacidosis. Fist hospitalization occurred on (B)(6) 2015, blood glucose was 492 mg/dl. Second hospitalization occurred on (B)(6) 2015, blood glucose was 232 mg/dl. Third hospitalization was on (B)(6) 2015, blood glucose was 734 mg/dl. Customer symptoms were vomiting, abdominal pain, dry mouth, and thirst for all three hospitalizations. She was also treated with insulin drip, ICU, and zophran each time. Customer's nurse requested the device to be replaced even though they didn't thing there was something wrong with the device. Customer is returning the device for further analysis.